Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, implantable pacing lead, (B)(6) 2002; 6947, implantable defibrillator lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had potential premature battery depletion since the battery life was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.